Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿there was an alarm saying reattach the cassette even though the cassette has already been repositioned" was replicated upon performing disposable test. The probable cause was a defective downstream occlusion sensor assembly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an alarm saying reattach the cassette even though the cassette has already been repositioned. During installation on the patient and starting the pump, the error message appeared. The nurse in the treatment room was able to trigger and reset the cassette, and the error message disappeared. A few hours later, when the patient was at home, the alert was displayed again. A new pump was used. There was patient involvement and no patient harm but delay in therapy.